Event description:
During the index procedure an endeavor sprint drug-eluting stent (2.75mm x 24mm) was implanted in the 3rd obtuse. Stent fracture was reported. No treatment was reported and patient was discharged from hospital 2 days later with no adverse events reported. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined). Inherent risk of procedure ¿ (stent fracture). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: inherent risk of procedure ¿ (stent fracture). (Root cause could not be determined). (B)(4).